Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed showing the battery indicator signified the time is approaching for device replacement. Impedance reading 1102 ohms from a low of 950 ohms. Impedance slowly rising. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device should have lasted longer with the programmed settings and therapy usage. The device remains in use. It was also reported that the left ventricular (lv) lead alerted for out of range impedance that increased above the upper limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.